Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged results of 4.4 inr on (B)(6) 2022 were observed in the meter's result memory, with the year set incorrectly to 2021. All of the other alleged results were not observed in the meter's result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The investigation did not identify a product problem. The cause of the event could not be determined.  Initial reporter occupation: patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method.  On (B)(6) 2022, the laboratory result was 3.7 inr. The meter result was 5.7 inr. On (B)(6) 2022, the meter result was 4.4 inr. The laboratory result was 3.1 inr. On (B)(6) 2022, the meter result was 4.4 inr. The laboratory result was 3.3 inr. The meter and laboratory tests were performed within one hour of each other. There were no changes in medication based on the laboratory results. The therapeutic range is 2.5-3.5 inr. The interval of testing is weekly.